Event description:
Results of "17.1, 7.1, 13.0, 15.1, 31.3, and 15.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.